Manufacturer narrative:
Vessel spasm is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The info in this report was collected during the penumbra (B)(4) clinical trial. There were a number of devices used during the case and no one device could be identified as the exact cause of the event. Therefore, an MDR will be submitted for each of the penumbra devices possibly involved in the event.

Event description:
The pt was treated for ischemic stroke in the right mca territory. During the procedure, the pt experienced a moderate iatrogenic vasospasm present at the right m1/m2 junction with slow distal vascular flow. No actions were taken and the event resolved naturally. The physician and other hospital physicians were all in consensus that this event should not be considered an adverse event because it had no clinical consequences and is not an unexpected experience in their opinion. However, ultimately the physicians decided to report the event in clinical trial forms. This MDR is associated with mdr3005168196-2010-00668.